Manufacturer narrative:
The product was returned. Solution was dried on the lens. Both haptics are slightly bent in the gusset area against a post of the lens case. The optic is cut into two portions, typical of insertion and removal. Associated products were not provided. It is unknown if qualified products were used. Power and resolution testing could not be conducted due to the extensive optic damage. Due to the condition of the returned sample, the damage is most likely related to customer handling. Additional information was provided: surgeon reported that following intraocular lens (iol) implantation, a patient was unhappy with the result. Approximately two months postoperatively, the lens was exchanged for a monofocal iol and the patient is now extremely happy with the result. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implantation, a patient was unhappy with the result. Approximately two months postoperatively, the lens was exchanged for a monofocal iol and the patient is now extremely happy with the result. Additional information was requested.

Manufacturer narrative:
(B)(4).